Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a burned/melted tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end being burned and melted was confirmed. However, a root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.